Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 6mm monopolar cautery instrument was analyzed and found to have a broken instrument tube adapter. This component is located at the distal end of the instrument and serves as the interface between the instrument and the user installed tip accessory. The broken piece was not returned. The broken tip adapter also caused the contacts within the tip bebroken. The broken contact fragments were not returned. The broken tip adapter made it difficult to install a tip and caused the tip to not be securely attached. Additionally, the instrument was found to have broken contacts within the instrument's tube adapter. The broken contacts were likely caused by the broken instrument tube adapter. The complaint was confirmed by failure analysis. The probable root cause of a damaged tube adapter is attributed to either tip accessory installation issues or damage during use.

Event description:
It was reported that prior to a da vinci-assisted surgical procedure, the tip of the 6mm monopolar cautery instrument was broken where the spatula or hook would connect. The procedure was completed with no reported injury.